Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the distal tip of the cannula had broken off. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. During the manufacturing process, all kii balloon blunt tip trocars are thoroughly inspected prior to packaging. The root cause of the incident is likely due to excessive force applied to the tip of the cannula. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap hysterectomy with davinci robot - "cat#c0r50, 12x130mm kii balloon blunt tip system, lot#1245786, exp 2018-05-12. Put scope into trocar and manuevered it to get view with divinci robot camera. Moved scope and tip of trocar broke."patient status - "good"